Event description:
During routine service, brakes failed the lateral pull test. Casters rolled at 22 lbs versus a specification of 50lbs.======================manufacturer response for med/surg bed, stryker (per site reporter)======================service tech will be sent to replace brake kit parts.